Event description:
The reporter indicated that a 13.7mm tmicl13.7; -10.50/2.0/086 (sphere/cylinder/axis) implantable collamer lens; was noticed to be defective and indicated "scratch or chunk out of lens". It was also noted there was patient contact and a back up lens was used. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 13.7mm tmicl13.7; -10.50/2.0/086 (sphere/cylinder/axis) implantable collamer lens; was noticed to be defective and indicated "scratch or chunk out of lens". Lens implanted then explanted. It was also noted there was patient contact and a backup lens was used. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial, dry. Visual inspection found the lens haptic torn with the lens covered in thick residue. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).